Event description:
Additional information was reported from the patient¿s 3 years postoperative crf :buttock pain and left leg pain were confirmed to be improved (date of follow-up was unknown).

Manufacturer narrative:
Although it is unknown if the device contributed to the reported event we are filing this MDR for notification purposes only. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar spinal canal stenosis underwent implantation of interspinous process spacer at l4-5.post-op, the patient presented for a follow up visit with complaints of presence or absence of low back part and lower limbs pain. There was an aggravation of 'zcq' score.no product malfunction was reported.